Event description:
The reporter stated that she had gotten the er1 message, along with readings of 480 and 463 mg/dl that day, 9/20/98, during an illness. She stated that she was taking medication for sinus, yeast, and bladder infections, and was not feeling better. She planned on seeing her physician the next day. She stated that she had taken her usual amount of insulin that morning. During a f/u call on 9/27, the reporter's mother stated that her daughter had called 911 on the date of the original report, and had been told by the emt to take add'l insulin and monitor hourly. By 10:15 pm on that day, her blood sugar reading was 196 mg/dl. She said that her daughter's blood sugar was still high, but under control. Briefly speaking with the reporter, she stated that she was not recovering from the bladder and yeast infection, and that she had rec'd her replacement meter, but was too ill to do a check on the meter.